Event description:
(B)(6) 2009, while vacationing at (B)(6), pt was performing exercises prescribed by optm sports therapy using thera-band exercise 24 bands and a north coast exercise loop (aka the door anchor). While performing the prescribed exercises, the north coast exercise loop snapped through the door and struck pt's left eye.